Event description:
It was reported that there was a ¿bad connection¿ of a cassette to the last solution bag. This occurred during an unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.